Event description:
It was reported to philips that the high voltage capacitor needs replacement. There was no patient involvement.

Event description:
It was reported to philips that the high voltage capacitor needs replacement. The field service engineer (fse) indicates the device needs a high voltage capacitor. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. It was replaced. The device passed testing and was put back into service.